Manufacturer narrative:
E1: initial reporter address : (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a paclitaxel set leaked saline solution at the clearlink "y-site". The event was identified upon the start of etopside infusion while the patient was connected. It was noted that tubing was primed with saline solution. There was no report of patient injury or medical intervention associated with these events. No additional information is available at this time.